Event description:
Report received indicated that the patient developed a red rash in scattered areas underneath the (tan) mass then extending out to underneath the tape colla. The patient also experienced weepy wet skin in affected areas. The patient reported experiencing this event over a period of two months after ten years of use with no known prior reported issues. The affected area was washed with antibacterial soap and wafer before applying adhesive paste and wafer. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.